Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: a short battery life was illustrated in the black box through a drastic voltage drops leading to a ¿cs128¿ replace battery alarm on 04/21/2015. ¿ez-prime¿ steps were performed correctly. The sleep current draw was found above specifications; therefore a short battery life was duplicated. The pump¿s cover was removed and there was an identified printed circuit board failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).